Event description:
It was reported that spouse of patient reported that heart rate is over 120 and wonders if pacemaker is functioning right because it's set at 120. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.